Event description:
On (B)(6) 2012 the reporter contacted animas reporting that the ok button was unresponsive and the down and up arrow buttons had become intermittently unresponsive. The reporter stated that the pump was worn exterior to garment and was wiped down with a damp cloth about once a month. The reporter stated that the pump was not exposed to trauma or moisture. The reporter stated a protective skin was used. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be lifted near the left side of the up and down arrow buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The ok and down arrow buttons had intermittent response and required excessive force to evoke a response. The remaining keypad buttons responded normally. The keypad cover was removed for investigation and revealed green contamination under the contacts of all the buttons. The pump cover was removed for investigation and revealed moisture inside the pump.